Event description:
Device report from (B)(6) reported during surgery, the drill bit shattered as soon as it hit the cortex and the k-wire snapped extending the operation by 40 minutes. Part of the broken k-wire was left in the pt. This report is on the k-wire.

Manufacturer narrative:
Device was received at synthes (B)(4) and is in the eval process, no conclusion can be drawn.

Manufacturer narrative:
The device history record could not be reviewed as the part and lot could not be identified. The fracture face of the device was homogeneous which indicates material conformity. There was clear indication on the device that excessive contact occurred between the drill bit and the k-wire which caused the breakage. No product fault could be detected.